Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported check flange sensor error was evidenced in the event history log (ehl). The error was also observed after the pump was powered up. The customer reported product problem was therefore confirmed. The error was being produced because the optocoupler became misaligned after the pump was dropped by the customer; the bottom and top cases had separated from one another. Damage to the pump by the customer was established as the root cause of the product problem. The optocoupler was reassembled to correct the reported issue.

Event description:
It was reported that the medfusion pump produced a syringe flange sensor error. No patient injury or complications were reported in relation to this event.